Event description:
While using a byte day aligners, patient reported that the aligners cracked their teeth. Patient explained that it was like the two teeth that merged together, and they were being pushed together too tight causing them to crack. They are located on their right side of their mouth. They have trouble chewing on the right side and have pain. Patient was advised to see their dentist for restoration of the broken teeth and requested further information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.